Manufacturer narrative:
Event date: (B)(6) 2018. Date of reports: 17dec2018. The field service engineer (fse) was dispatched to evaluate the device. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator stopped working during therapy. The ventilator was in use on a patient at the time of the event. There was no patient harm reported as a result of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 03mar2019. The gas delivery system (gds) was received for failure investigation. Visual inspection revealed no contamination or damage. The gds was installed to a good test ventilator and tested. The ventilator passed all testing and operated within the manufacturing specification. No product deficiency was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 26dec2018. Date of manufacturer: 23dec2018. The customer reported that the patient was transferred to an alternate source of ventilation at the time of the event. The field service engineer (fse) evaluated the device. The fse verified the reported condition in the event log. The fse replaced the power management (pm) printed circuit board assembly (pcba) and air & oxygen (o2) sensor. The ventilator passed all testing and operated within the manufacturing specifications.